Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The batteries were found to be connected to bad receptacles causing the reported issue. The system was connected to good receptacles and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a pending procedure. It was reported that there was trouble with the imaging system to the point of it being unusable due to it's issues. The issues included images not sending to the navigation system, the system was not recognizing the navigation system which disabled acquisition and the image quality was so poor on the 3d spin that it was unusable and they had to revert to a different imaging system. The system also needed a gain calibration. The site was able to troubleshooting and resolved the issue with a reboot. There was a delay of 30 minutes and no reported impact to patient outcome.